Event description:
It was reported, through a facility medwatch, that the maverick2 monorail balloon became stuck and some of the balloon material detached in the pt. After inflation of angioplasty balloon, part of the balloon tore from the catheter probably due to heavy calcification in the vein graft. Efforts were made to retrieve device but not able to retrieve. Blood flow in vessel felt to be adequate. Pt progressed well.

Manufacturer narrative:
The device has not been returned for analysis as of this date.